Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition indicating a failure of the internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition indicating a failure of the internal battery. There was no harm or injury reported. The device was returned to a third-party service center and a service required alarm indicating an internal battery failure occurred. The device's system board was replaced to address the issue. Additionally, not related to the above issue, the blower assembly was replaced to address a motor flux issue. The three-way solenoid valve was replaced to address an fio2 error indicating a sensor issue. The device will continue to deliver the correct fio2. The device's air inlet foam filter, inlet filter and particulate filter were replaced preventatively.